Manufacturer narrative:
Heartsine did not initially report this malfunction as the customer reported that their device was displaying a red status led. This information did not indicate a critical malfunction, however upon receipt of the device it could not be powered on and no status indicator was observed. Inability to switch on a device may prevent or delay defibrillation therapy. The fault was attributed to moisture ingress, as evidence was observed on the device which concluded it had been stored outside of the indicated conditions.

Event description:
The customer contacted heartsine to report that their device was displaying a red status led. However, on investigation of the device it could not be powered on and no status indicator was observed. Inability to power on a device may prevent or delay defibrillation therapy, which could lead to adverse consequences. There was no patient involvement reported with this event.